Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 5/12/16- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported decreased range of motion, increased risk of dislocation/additional revisions surgeries/ long-term adverse health issues, tissue and bone loss associated with revisions, metal toxicity and limitations in household duties. Lab results for metal ions were less than 7 parts per billion. Medical records reported decreased mobility, difficulty sleeping, limping, joint pain, stiffness tenderness and patient awakened at night. There is no new additional information that would affect the existing investigation. The complaint was updated on: jun3, 2016.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised to address a leg length discrepancy. Update 2/18/2016: litigation received. Litigation alleges pain, discomfort, inflammation, and elevated metal ion levels. The MDR decision head is being reversed and the stem and liner are being added. This complaint was updated on: 3/2/2016.